Event description:
It was reported that the patient underwent gynecological procedure and mesh was implanted. It was reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.